Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was eating skin during surgery. It was reported that there was no patient harm/injury associated with the report and an alternate device was retrieved for use with delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Manufacturing date is unknown. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review for the mesher was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher five times. The last repair was may 13, 2016 where it was reported that the ratchet was stuck on the mesher and the roller and ratchet gear were replaced. This is not a related issue. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this cutter. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this cutter 2:1 once. This cutter was returned with the mesher. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this cutter once. This cutter was returned with the mesher. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this cutter once. This cutter was returned with the mesher. Initial qa inspection of the skin graft mesher by zimmer biomet surgical revealed that the device produced a passing sample graft with the qa cutter. The ratchet functioned as intended. The comb was not damaged. The ratchet end of the roller showed minor damage ad did the roller gear. All four returned cutters failed to produce a passing test mesh. Repair of the skin graft mesher was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event was confirmed since during initial inspection the cutters all failed to produce passing sample meshes. The root cause of the device eating the skin was due to damaged cutters. A damaged cutter could result in less than optimal mesh pattern and cause further damage to the mesher; however it is unknown how the cutters became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.